Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). No additional adverse patient effects were reported. At this time, this device remains in service.